Event description:
The pt reported that her blood glucose has been elevated (300 mg/dl) for the past 2 days. Her normal blood glucose value is usually around 160 mg/dl. The pt has been using expired insulin. It was advised to the caller that using expired insulin could cause high blood glucose. The pt showed symptoms of being very thirsty and irritable. The pt stated that she is convinced that her high blood glucose is a result of a faulty device. She stated that she does not think the device is operating or giving her insuslin as it is suppose to. No medical treatment was necessary. The product has been requested for return to be evaluated.